Manufacturer narrative:
A ge service rep performed an onsite investigation. The igbt/snubber pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to produce fluoroscopy and/or a fluoroscopic live image. No pt or user injury was reported.